Event description:
It was reported that auxiliary control unit (acu) watchdog failure occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was in excellent condition. The auxiliary control unit (acu) watch dog was found in the event history log. The technician was unable to duplicate the acu watchdog failure at power up. The root cause of the reported issue could not be determined the intermittent error. Replaced main board for preventive measure. Performed power up process.